Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: ten (10) events were reported for this quarter. Product return status: ten (10) devices were received for evaluation. Evaluation status: seven (7) events were confirmed during testing. Seven (7) devices were found to be affected by detached and missing components. Three (3) device evaluations are in progress. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. Ten (10) events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a component detach. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 10 total events were initially reported. 10 previously reported events are included in this follow-up record.   Product return status 10 devices were received. Evaluation status 10 reported events were confirmed during testing. - 10 devices were found to be affected by a damaged blade mount assembly.   Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by damage to the output link. 2 device evaluations are in progress. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a component detach. 10 events had no patient involvement; no patient impact.